Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-00036. It was reported that patient experienced psychotic episodes post dbs implant. As a result, the entire system was explanted to address the issue.